Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set had air in line. The following information was received by the initial reporter with the following verbatim: it was reported by customer that the several rns have noticed microbubbles built up throughout the line when they check on it at the hour mark and the fix for this often leads to blood wastage to get the air out of the line.

Manufacturer narrative:
Correction: (b.3.) Date of event was not provided; the date reflected in this report is the date on which bd became aware of the event. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.